Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states: revision for poly wear.

Event description:
.

Manufacturer narrative:
(B)(6). Upon further review, it was discovered that this is a duplicate report of 1818910-2011-23725. No further investigation is required.